Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient was presented with redness, swelling and fever at a clinic visit. The patient was then admitted to the operation room and the entire system was extracted due to infection. The patient was stable following the procedure.